Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device; product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the location of the blood clot was unknown. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Product ID: neu_unknown_lead, serial# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 11-jun-2022, (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 11-jun-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer and a health care provider regarding a patient who was trialing a spinal cord stimulation system. It was reported that the patient started a spinal cord stimulation trial on (B)(6) 2018. The health care provider placed the first lead in the thoracic region without difficulty. While attempting to place the 2nd needle, the health care provider got a small amount of cerebral spinal fluid out of the needle. He pulled the needle back a little and proceeded to place the lead. An x-ray showed the lead to be anterior and he tried to redirect the second lead to get the lead posterior. He then took the entire needle and lead out and attempted another stick further down in the spine. Again, the lead initially went anterior, but he was able to get it into the posterior position. When both leads were tested, the patient felt a sensation in her back on both sides, but the second lead only got her stomach. The health care provider decided to only use the midline lead for the trial and removed the second lead. The evolve workflow was followed, and the patient was given instructions on the equipment and all questions were answered. The patient was also given instructions to lie flat for the next 24 hours and drink plenty of sugary caffeinated beverages due to the small loss of cerebral spinal fluid. The patient was instructed that she may experience a spinal headache, but fluids and lying flat would help alleviate the headache. The patient reported that she had, had a spinal headache in the past and was aware of what to do. The patient left the clinic setting and she was walking and did not experience any headache. It was noted that the patient had a great day after the procedure and that the patient had been lying on the couch and ate some chocolate and drank a soda. The patient never got a headache all day, but the only time she got up was to use the bathroom and there was no headache when she got up. The patient went to bed, and at 11:10 pm on (B)(6) 2018, the patient was in pain and they weren¿t sure what to do. At 1:00 am on (B)(6) 2018, the patient had been sleeping and had gotten up to use the bathroom and could not move or feel her legs, so an ambulance was called. The emergency room did a CT scan and x-ray of the patient¿s spine when she first came to the emergency room and they were completely normal. The patient was transferred to another emergency room at 5 am, and a neurosurgeon was called at 8 am. The patient¿s implanting physician was adamant to remove the trial lead and do an MRI immediately. The patient was taken to surgery at 1 pm and the neurosurgeon had told the patient¿s family member that she had a blood clot in her spine. The trial lead was removed, and the surgeon also removed a blood clot in the patient¿s spine. The patient was in the hospital at the time of the report recovering from surgery, and the surgeon also told the family member that he was not optimistic about the patient walking again. It is unknown if she will be able to walk and she will require extensive therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.